Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: device code a0501 captures the reportable event of dart detachment. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed of and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a procedure performed on (B)(6) 2020. During procedure, the dart detached from the suture inside the patient and was left in the perisacral space. It is unknown whether there was an attempt made to retrieve the dart. Reportedly, the patient has not had any complaints or adverse events following procedure from this malfunction. Boston scientific has been unable to obtain additional information regarding the event to date despite good faith efforts. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on march 3, 2021. The dart detached after deployment on the patient's left side and there were no attempts made to remove the dart from the patient. A capio slim device was used during a vault suspension by sacrospinous ligament fixation procedure.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a vault suspension by sacrospinous ligament fixation procedure performed on (B)(6) 2020. During procedure, the dart detached from the suture after deployment on the patient's left side and remained in the perisacral space. There were no attempts made to remove the dart from the patient. Reportedly, the patient has not had any complaints or adverse events following procedure from this malfunction. Subsequently, on (B)(6) 2021, the patient underwent an x-ray to confirm and document the location of the dart within the pelvis. The procedure was completed using the original capio slim device and a new suture.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: device code a0501 captures the reportable event of dart detachment. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device was disposed of and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a procedure performed on (B)(6) 2020. During procedure, the dart detached from the suture inside the patient and was left in the perisacral space. It is unknown whether there was an attempt made to retrieve the dart. Reportedly, the patient has not had any complaints or adverse events following procedure from this malfunction. Boston scientific has been unable to obtain additional information regarding the event to date despite good faith efforts. Should additional relevant details become available, a supplemental report will be submitted.